Event description:
On 03/26/2010, sjm received a letter from a pt inquiring about having an MRI. The pt no longer has a scs system but stated that when the system was removed, a fragment of the lead's electrode remained inside the pt since it was fused in such a way that prevented its removal. The pt was informed that an MRI should not be done.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.